Manufacturer narrative:
Device evaluation summary: one smiths medical medfusion pump was returned for analysis. Visual inspection of the pump found that the top case is in excellent condition. Visible contamination on plunger head and by the flippers. Review of device history log found force sensor test found in history log. Functional testing included power up process and calibration verification test. Force sensor test error was duplicated during the power up process. The reported issue was caused by customer induced contamination and a foreign material found inside plunger head.

Event description:
Information received indicating medfusion 3500 pump gave force sensor failure. The reported event did not occur while in use with a patient.